Event description:
A surgeon reported that an intraocular lens (iol) was damaged by the iol delivery system handpiece during insertion of the iol. The surgical incision was enlarged to facilitate removal of the damaged lens.